Event description:
Fibromylagia, osteoarthritis, rheumatoid arthritis, midspine thoracic, "sinuits," has had 3 operations for this condition and surgeries never helped. Dry eyes, dry mouth, joint and muscle pain in hips, legs, knee, arm and body, hurt all over, dizzy all the time, chronic diarrhea, high cholesterol and triglycerides, elevated liver and gallbladder, chronic fatigue syndrome, kidney and bladder burning but no infections. Add'l event date 1995. (Also see 1007670).